Event description:
I have type ii diabetes. My endocrinologist recommended the freestyle libre 2 monitoring system, which I started in (B)(6) 2022, and stopped using my contour finger stick unit. It worked well until this week, when my sugar was dropping to 70, 60, and below. This has never happened before. While waiting for a call back from my doctor, I decided to check the level using the contour finger stick. It reported a level 40 points higher than the libre. This was consistent throughout the afternoon; I checked both every half hour and the same result; the libre was consistently 40+ lower than the finger prick. I spoke to my physician late in the day and she indicated that it was probably a bad sensor in the libre. I remove it and started a new sensor. After the set up time, both the libre and contour shower the same level + or - 3 points. So, the problem was indeed the sensor. Upon the advice of my physician, I have terminated use of the libre as its reliability is a serious question. My question to you is how could a medical device with an obvious flaw be allowed to be on the market? FDA safety report ID # (B)(4).